Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Basal was able to be set to 0.0. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had intermittent response by button press. It was stated that frequently no or intermittent response by button press with ok, left, right, up, down button. It was stated that display area was bulged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.